Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer is displeased with how his jaw looks. Was told by cst that this could only be done surgically. He requested to stop treatment and bst asked to provide lor. Because he is on active military duty, the dentist he has available does not provide letters on paper and could only provide an email.